Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Software error detected found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that customer experienced low blood glucose. The customer blood glucose level was 40 mg/dl at the time of incident. The customer stated that the insulin pump had software error. Customer was able to clear the alarm and able to completely rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.